Event description:
A malfunction was reported by the caller in a tandem pump, identified as malfunction code 199. There was no provided information regarding whether the issue affected the customer's blood glucose level adversely. Technical support assisted the caller by providing instructions to reset the pump, which resolved the issue without the malfunction code recurring. The customer was advised to continue using the pump and to reach out again if the issue reappears, which the caller acknowledged and understood.